Manufacturer narrative:
This report is submitted on october 07, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently, the device was explanted on (B)(6) 2016. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on october 24, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. - attachment: [60804-device analysis report.pdf]